Event description:
It was reported that a collimator became detached from the tube head on a ge amx 4 plus portable x-ray machine. The user had grabbed the collimator handles to park the collimator in the tube latch and when the collimator was moved, it came off in the user's hands. No injury was reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.